Event description:
It was reported that the 2600 system generator would not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a bad generator boot disk. Inserted back up disk and restored defaults and customized options. Also repaired book rack on the back of workstation. The system was tested and found to be working as intended and placed back into service.